Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was an "activation halted due to an error" message. The technical support engineer (tse) viewed system event logs and confirmed errors on the integrated electrosurgical unit (erbe). Tse asked the customer to power cycle the generator but the error returned. Tse asked the customer to power cycle again but the issue remained. Tse then advised the customer to change to a force triad generator. The staff was able to connect the force triad and was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure when the ports were already in place with the robot docked. The nurse in the room called dvstat line while the surgeon called the isi representative. They all tried to troubleshoot. The site connected to bovie cables to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the hard errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Fa found errors c-34 and c-00 in the logs. The unit was placed on an in-house system and was run in normal mode. The front bezel was cracked on the left corner.